Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The user facility reported a patient admitted in with acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support and experience an access site complication. Following the percutaneous coronary intervention procedure, bleeding was noted around peel away sheath. An angiogram revealed extravasation at the arteriotomy. The decision was made to gain access to the left side and move impella cp to the left groin. Balloon tamponade attempted of the right groin via right radial approach, however, it was unsuccessful. Vascular surgeon performed a cutdown to close arteriotomy. The patient was noted to be in stable condition.

Manufacturer narrative:
The investigation of access site bleeding has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. H.6 code 4755 was reported incorrectly on manufacturer device report 1220648-2024-12809. New code was added to component code